Event description:
A lot of pain from my mesh implant. My right side and gut will go numb then a lot of pain. A vein may have been cut in half. Hernia was two in one. I had two hernias and 2 years later problem start to show up in common thing I normal do.